Manufacturer narrative:
The customer¿s reported problem was confirmed. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaint escalations, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer receives system error 133.6080 on 8015 (s/n (B)(4)), at power up. Case resolution: customer receives system error 133.6080 on 8015 (s/n (B)(4)), at power up. Explained problematic fault to the back-up speaker. No battery issues reported of concern. Informed customer to plug device in for a couple of hours, and see if error still occurs. Customer to repair/replace the back-up speaker. Customer will call back, if any further concerns need to be addressed. End call. (B)(4).